Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that their I-stat 1 analyzer would not activate as of (B)(6) 2011. The analyzer was returned on (B)(6) 2011 and during in-house failure analysis, a burnt capacitor was discovered. Based on the info at the time, there was no injury associated with the event.